Manufacturer narrative:
The technician discovered that the power supply board had signs of fluid ingress. The technician replaced the power supply board to repair the bed.

Event description:
Information received indicates, the bed has no bed functions and the more power light is off.